Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nursing coordinator reported a system message was received before the procedure had started. The patient has been given anesthesia prior to the reported problem. The case was cancelled and the surgeries scheduled on the following day were cancelled also. Add'l info was requested but none has been received to date.